Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 977c165, serial# (B)(4), implanted: (B)(6) 2016, product type: lead.

Event description:
Information received from a patient reported that they had not felt stimulation since 3-4 weeks prior to the date of this report. The patient reported that they tried to increase stimulation on program a with no result. The patient stated that they also tried to change to program b and increase stimulation but there was still no result. The patient checked their implantable stimulator (ins) with their patient programmer and it showed that stimulation was on. The patient was also able to change stimulation. It was noted that the patient did not have adaptive stimulation. The patient tried to increase/decrease stimulation and tried a different group but it did not resolve the issue. It was recommended that the patient follow up with their healthcare provider (hcp) to have their entire system checked. Additional information received from a manufacturer representative on (B)(6) 2016 reported that the patient's loss of stimulation was caused by lead fracture impedances >2000. Lead replacement was being scheduled in order to resolve the issue. No further information was provided regarding the outcome of this event. Indications for use are non-malignant pain and failed back surgery syndrome.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.